Event description:
On (B)(6) 2008, (B)(6) male was implanted with a gore propaten vascular graft in a bypass procedure in the right leg from the common femoral artery to the popliteal artery. On (B)(6) 2010, the pt presented with a "completely collapsed femoral popliteal graft". A thrombectomy procedure and a graft revision with a dexon graft was performed. On (B)(6) 2010, the pt presented with a failed graft and a major amputation was performed.